Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was uploaded properly to the carelink software and communicated properly. The insulin pump was programmed with multiple bolus deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the bolus history screen and carelink pro. The insulin pump was received with minor scratched display window. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip. The insulin pump was received with cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer stated that her high blood glucose began with 400 mg/dl then reached over 500 mg/dl and it became 396 mg/dl. The customer stated that the insulin pump would not deliver insulin. The customer stated that none of the things were registered after she downloaded the insulin pump. The customer wanted a replacement. The insulin pump will be replaced and will be returned for analysis.